Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to rewarm a patient on an arctic sun device. They received an error message earlier about water flow and not being able to warm the patient, but they cleared the alert as the patient seemed to be warming at the time. Currently the patient temperature was at 34c, rewarm from 34.8c, water temperature was 31c, flow rate was 0.5lpm, inlet pressure was -6.9psi, pump hours were 1319 and system hours were 1396. Confirmed alert 113 (reduced water temperature control) in event log. Walked nurse through disconnecting and reconnecting the pads using proper technique including rotating the connections and connecting to different valve locations on the fluid delivery line. Nurse was unable to identify any bends, twists or kinks within the pads or tubing. Suggested replacing the pad. Called back an hour later. Nurse was on lunch. Spoke with receptionist. They replaced the pad. Flow was good and water temperature was increasing. They saved the pad for quality.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to rewarm a patient on an arctic sun device. They received an error message earlier about water flow and not being able to warm the patient, but they cleared the alert as the patient seemed to be warming at the time. Currently the patient temperature was at 34c, rewarm from 34.8c, water temperature was 31c, flow rate was 0.5lpm, inlet pressure was -6.9psi, pump hours were 1319 and system hours were 1396. Confirmed alert 113 (reduced water temperature control) in event log. Walked nurse through disconnecting and reconnecting the pads using proper technique including rotating the connections and connecting to different valve locations on the fluid delivery line. Nurse was unable to identify any bends, twists or kinks within the pads or tubing. Suggested replacing the pad. Called back an hour later. Nurse was on lunch. Spoke with receptionist. They replaced the pad. Flow was good and water temperature was increasing. They saved the pad for quality.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were trying to rewarm a patient on an arctic sun device. They received an error message earlier about water flow and not being able to warm the patient, but they cleared the alert as the patient seemed to be warming at the time. Currently the patient temperature was at 34c, rewarm from 34.8c, water temperature was 31c, flow rate was 0.5lpm, inlet pressure was -6.9psi, pump hours were 1319 and system hours were 1396. Confirmed alert 113 (reduced water temperature control) in event log. Walked nurse through disconnecting and reconnecting the pads using proper technique including rotating the connections and connecting to different valve locations on the fluid delivery line. Nurse was unable to identify any bends, twists or kinks within the pads or tubing. Suggested replacing the pad. Called back an hour later. Nurse was on lunch. Spoke with receptionist. They replaced the pad. Flow was good and water temperature was increasing. They saved the pad for quality.